Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that replace generator message was observed on the patient controller. Patient underwent an unrelated surgery during which the surgery mode was enabled. It was recommended to perform an update to the pc software. No additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.